Event description:
It was reported that when the pt woke up sunday morning her night gown was "full of blood". She then went to the hosp yesterday, where the incision was cleaned. She was told that there was a "pocket of blood" at the incision site and it bled when touched. It was noted that on saturday her stimulation changed from where it was when implanted to the "left side of the bottom". There were no falls or accidents associated with the event. The physician confirmed the pt symptoms of wound dehiscence and attributed the event to the neurostimulator. The entire device system was removed and the wound was packed. The pt did desire to have a new device implanted as it was working well. The pt's outcome was reported as non-serious injury.